Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient was seen in the infusion center at the hospital. The healthcare professional noted it was difficult to infuse. The catheter was "sluggish", it was stated that this could be due to the position of the patients arm. No other information was provided. No patient harm reported.